Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) levels (341 mg/dl). Reportedly, elevated bg's are due to the customer being sick. Customer delivered a bolus to stabilize blood glucose levels.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no issues were identified related to the reported issue. However, a different issue was identified.